Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-50, serial/lot: (B)(4), description: infinion 16 lead kit 50 cm. Model: sc-3400-30, serial/lot: (B)(4), description: splitter 2x8 kit-sterile. Devices not returned.

Event description:
A report was received that the patient underwent an explant procedure. A number of contacts were not working on the leads and the physician suspected the ipg had been damaged during an unrelated surgery.

Manufacturer narrative:
A review of the manufacturing documentation for the leads and lead splitters revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Analysis of sc-1132 (sn (B)(4)) revealed that the complaint was not confirmed. The reported symptom was not observed on the bench. However, the device failed on dc leakage test. Sleep current measured slightly higher than the limit. It was reported that the symptom appeared after back surgery where electrocautery was likely used, which can affect the u2-asic. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual (B)(4))

Event description:
A report was received that the patient underwent an explant procedure. A number of contacts were not working on the leads and the physician suspected the ipg had been damaged during an unrelated surgery.